Event description:
The pt underwent an anterior and posterior repair and a sling procedure. Post-operatively, the pt experienced urinary retention. The tape was surgically released on post-operative day 11. At the time of the release, a cystoscopy revealed a small area of tape in the bladder.